Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The problem (defective driven ground) was confirmed. As received at zoll manufacturing corporation, the monitor was unable to properly produce a driven ground. Upon investigation, the cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging mutiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During investigation into an unrelated event, a reportable malfunction was found. A monitor was unable to properly produce a driven ground signal.